Manufacturer narrative:
Results and conclusion summation - restenosis, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, restenosis is listed in the no fault risk assessment as a no fault post procedural complication. There was no report of any product malfunction at the time of the stent implants and the procedure was completed successfully. However, a conclusive cause for the reported pt effect and the relationship to the products, if any, cannot be determined. The other two promus everolimus eluting coronary stent systems are being filed under the same MFR number.

Event description:
Reporting status; serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure was in 2008. One target lesion with in-stent restenosis, ostial lesion, with mild calcification and mildly tortuous; no predilatation was done. The three promus stents were implanted which overlapped to treat this lesion including a 3.5x23, a 3.5x12, and a 3.0x15. The pt was discharged two days later. The pt was discharged on dual anti platelet medication including aspirin - 100 mg, clopidogrel - 75 mg. The pt did not have any angina at the time of discharge. The patient underwent a third target vessel revascularization for restenosis the following year, and was treated with the placement of another company's stent. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the EU.